Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the back therapy pads. The patient has a history of eczema and reported that the lifevest is exacerbating his skin condition. There was no alleged device malfunction contributing to the irritation. The patient followed up with his physician who prescribed a cream. Follow up indicated that the patient used the prescription and the skin irritation has improved.